Event description:
The hcp reported that a catheter dye study was done which revealed a partial catheter occlusion. The pt's catheter was replaced. The pt recovered without sequela. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up will be sent if additional info is available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.